Event description:
It was reported to philips by the customer that the defibrillator goes automatically to "test mode" when the rotary switch is turned on rather than turning on to normal defibrillator mode.